Manufacturer narrative:
Additional information: patient age/date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) had folding/unfolding issues and there was patient contact. No further information is available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 08/21/2020. Section h-3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received loose inside its original folding carton. The original lens case was received as well. Visual inspection under magnification revealed what appeared to be viscoelastic residue on the optic body and haptics, and a small cut and lens damage on the lens (after cleaning the lens), which is consistent with a lens that was removed after patient contact. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.